Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer¿s reported problem, pump had three low infusion results which are below OEM specifications, was not verified by accuracy testing. The cause is the expulsor. No repairs performed to correct the issue. No final delivery and functional testing performed due to cadd solis device being beyond economical repair.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had three low infusion results. Per the reporter, the pump was not mishandled or dropped. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.